Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging inaccurate high control solution results. The reporter indicated that the control results were "161 154 and 145." This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.